Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error, noticed a crack at the case of the battery tube side of the insulin pump, alleged pump was exposed to moisture damage. The customer reported no adverse event. The event involved product(s) unk_ngp, mmt-1884l. Troubleshooting was performed for fluid in the pump issue, and the customer stated that no visible water in the pump, but the pump did not pass the self-test. Troubleshooting was performed for a critical pump error, and the customer reported damage to the pump. Troubleshooting was performed for damage, and the pump functionality was affected due to damage. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for unk_ngp. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.